Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date in 2023, an 8mm amplatzer muscular vsd occluder was implanted using an unknown delivery system. The device was used off label for a paravalvular leak, and the dimensions of the defect were unknown. Three years later, it was reported that the device had embolized. The migration/embolization was identified using CT and fluoroscopy imaging, and the device was reported to have completely dislodged from the intended implant site. The implanter believed the cause of embolization was a large leak that was difficult to address. The patient was scheduled for retrieval of the device, and an attempted percutaneous retrieval via the groin was performed on (B)(6) 2026; however, the device could not be safely retrieved and no further intervention was planned. The embolized device traveled to the iliac artery, where it caused a partial obstruction of blood flow. The retrieval attempt was not considered an emergency procedure to prevent permanent impairment and/or death.